Event description:
Report from dentist of needle breakage. The pt is a 35 year old male with no significant medical history. He had been seen at the office in the past and received anesthesia without experiencing any untoward effect. On july 2, 1997, he was scheduled for restorative work to teeth number 18, 19, and 20. He was administered an inferior alveolar nerve block using one cartridge (72 mg) of citanest plain and an accuject 30-gauge short needle. Upon removal, the needle broke off at hub into the pt's jaw. The dentist took a panoramic radiograph and consulted a dental surgeon. While waiting for the surgeon's opinion, the dentist administered to his pt one upper infiltration of citanest plain using a different syringe and a 27-gauge needle for restorative work to teeth number 8 and 9, uneventfully. On the same day the pt was admitted to hospital for surgical removal of the needle. The needle was retreived from the pt's jaw. The outcome is unk at the time of the report.